Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that 10 pen ndl 32g 4mm hp were unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. 320550, batch no. 0203823. Consumer reported found 10 pen needles from this box with clogs during injection every day in the past 10 days finding clogs. Informed proper placement of the non patient end to consumer. Date of event unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 pen ndl 32g 4mm hp were unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. 320550, batch no. 0203823. Consumer reported found 10 pen needles from this box with clogs during injection every day in the past 10 days finding clogs. Informed proper placement of the non patient end to consumer. Date of event unknown.